Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to anticoagulation management since the bleed was treated by withdrawing the heparin.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a male of an unknown age and ethnicity with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that on day six of support, the patient developed access site bleeding requiring a drain placement and withdrawing of heparin as treatment.